Event description:
A doctor of ophthalmology reported that a system's lamp would not illuminate during a procedure. The procedure was completed after using the auxilliary illumination. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 20, 2013. Based on qa assessment, the product met specifications at the time of release. The illuminator and lamp was received for evaluation. A visual assessment of the returned tt illuminator and xenon lamp revealed no obvious nonconformity. The returned lamp and illuminator were installed into a calibrated system. During functional testing, lumen output from port 1 failed to meet specification. The illuminator was disassembled and inspected for nonconformities. A cracked aspheric collimating lens in port 1 of the optics module was found. A cracked lens can produce low illumination. An internal investigation was opened to address the issue. The root cause of the reported event can be attributed to a cracked aspheric collimating lens. How or when the lens became cracked cannot be determined (B)(4).